Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience v stent and a 4.0 x 23 mm promus stent in the mid right coronary artery (rca) and a 2.25 x 18 mm xience v in the mid 1st obtuse marginal artery. On (B)(6 )2013, the patient experienced an episode of chest pain. On (B)(6) 2013, angiography noted restenosis in the stents in the rca and a revascularization procedure was performed using a cutting balloon. The chest pain resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience device referenced is being filed under a separate medwatch MFR number. There were no reported product deficiencies. Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.